Event description:
Information received indicates the bed has no head up function.

Manufacturer narrative:
The account found there was voltage to the solenoid so they replaced the head up valve to repair the bed.